Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged between 300-400 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered the customer uses fiasp insulin within the cartridge. Cts also discovered the customer also uses pump supplies beyond labeling. Reportedly, the customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.